Manufacturer narrative:
Immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches. Camera images are optimal and aligned, event log shows no errors during processing and specimens are acceptable based on color check images. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The instrument is performing as expected with the exception of the camera algorithm to appropriately identify some true positive results. The user is visually confirming all negative capture-r ready assay results reported by the instrument per immucor technical communication (B)(4). The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.